Manufacturer narrative:
Device used for treatment, not diagnosis. Camarda, l., phadnis, j., clitherow, h., and bain, g. (2015). Mesh plates for scapula fixation. Techniques in shoulder & elbow surgery, 16, 79-84. This report is for an unknown interfragmentary screw / quantity of one / unknown lot. Other number UDI: unknown part number. UDI is unavailable. (B)(4). The investigation could not be completed and no conclusions could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: camarda, l., phadnis, j., clitherow, h., and bain, g. (2015). Mesh plates for scapula fixation. Techniques in shoulder & elbow surgery, 16, 79-84. The authors presented three cases (one male (B)(6), and two females (B)(6)) in which the arbeitsgemeinschaft fur osteosynthesefragen (ao) mesh plate and 2.7 mm (up to 60mm in length) variable angle locking screws were used for the management of complex shoulder disorders, namely: intra-articular glenoid fracture, scapula spine fracture, and posterior glenoid bone block fixation. Patients were followed for one year with outcomes notes at six and 12 months postoperatively. The indication for surgery, the surgical management and surgical outcomes were reported. Of the three patients followed, patient #1, a (B)(6) male, had complications. He experienced one screw that possibly migrated into the joint; the screw was therefore removed at six weeks. This report is 1 of 1 report for (B)(4). This report is for an unknown intrafragmentary screw.